Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received by gpv from the nurse. The rn clarified that the patient did not have peritonitis. Instead, the patient went to the hospital in (B)(6) 2012 because her pd catheter had wear and tear holes from the patient bending and taping her pd catheter. The patient was treated prophylactically with unspecified antibiotics. The patient was told not to bend and tape her pd catheter. In (B)(6) 2012, the patient was diagnosed with a hernia. The nurse confirmed that the patient was supposed to have a hernia repair in (B)(6) 2012, but did not because the patient experienced too high of a blood pressure. The patient underwent a hernia repair on an unknown date in (B)(6) 2012. On an unreported date, the patient recovered from the events. Dianeal therapy was ongoing. Per the nurse, the events were unrelated to dianeal therapy.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal therapy. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012. According to the patient, they skip days of exchanges. The patient has recovered. No further information is available.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.